Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation showed that the patient's right ventricular (rv) lead exhibited far p wave oversensing. It was also noted that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing on the atrial channel, causing inappropriate automatic mode switch. Programming changes were made to resolve the far r wave oversensing but were unable to resolve the far p wave oversensing. Patient was stable.